Event description:
Patients vent suddenly went black as if being turned off. Nurse went to turn the vent back on, but it automatically turned back on its own. Nurse confirmed that the vent settings were correct, that it was charging correctly, and that the screensaver settings were set too dim.